Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent restart alert 36 with an accompanying invalid hall sensor state alarm despite multiple restart attempts, preventing use of the device and necessitating replacement. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery until replacement was provided, with no hospitalization. Investigation included complaint handling and technical review of the alarm condition. Investigation of this case revealed a suspected device malfunction related to the pump¿s hall sensor state detection within the motor or encoder subsystem, consistent with an invalid sensor state alarm. It was concluded that the cause was device malfunction due to a sensor or control system fault.